Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call absence of no delivery alarm. Customer¿s blood glucose level was 309 mg/dl. Customer treated their blood glucose via bolus delivery and manual injection. Troubleshooting for absence of no delivery alarm was performed. Customer advised they did not receive the alarm and declined to troubleshoot. Customer was advised monitor the issue and call back if the issue persists.